Event description:
Customer alleged mastitis from using elvie stride. Customer mentions she is a nurse by profession and is treating herself at home with antibiotics. Customer complaint reported from us.